Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged groshong 8 fr s/l cv catheter tray was confirmed, but the exact cause is unknown. The damage observed on the tray appears to have occurred outside bard¿s control. One unopened groshong 8 fr single lumen cv catheter tray was returned for investigation. The tyvek was completely sealed around the tray flange. A slice in the tyvek lid continued across the bottom tray flange where the tyvek was sealed. The vertical slice extended 4cm from the inner edge of the tray flange. The slice was located 4.5¿ from the right side of the tray. A review of the packaging drawing shows that the groshong 8 fr single-lumen cv catheter kit is packaged tyvek-side up inside a cardbard shipper box at the manufacturing facility before it is shipped to the distribution center. The box opens down the middle. The closest slice from opening the shipper box would be located 5.25¿ from either the right or left side of the tray. Since the slice was located 4.5¿ from the right side of the tray, it is likely that the tyvek was damaged after the box was repackaged for distribution to the user facility. A tear was observed in the upper left (¿peel here¿) corner of the tray. The tyvek was pressed inward along the edges of the tear. The tear paralleled the curved edge of the tray and the distance from one end of the tear to the other was 4.0¿. This type of damage can occur if an object is forced against the tyvek material. During manufacturing, the product is 100% inspected for breaches in the sterile barrier. Based on this information, it is likely that the tyvek was damaged after the package was outside of bard¿s control either while in transit or upon receipt at the user facility. The product IFU states, ¿examine package carefully before opening to confirm its integrity and that the expiration date has not passed. Do not use if package is damaged, opened or the expiration date has passed.¿

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rezj0273 showed no other similar product complaint(s) from this lot number.

Event description:
On (B)(6) 2016- it was reported by sales representative via phone call that when the facility opened a box of kits, one kit was torn. It was stated that the top left corner had a tear on the outer edge of the white backing. The kit was not used.